Event description:
A user facility in australia reported that during a procedure the system shut down. There was no reported patient impact.

Manufacturer narrative:
A field service engineer evaluated the system and revealed a loose connection to the main power cable socket behind the machine. Review of device history record, trend analysis, risk assessment, and directions for use is underway. No remedial, corrective, preventive or field safety corrective action is required. The investigation is ongoing.

Manufacturer narrative:
The device history records, trend and risk analysis were reviewed and considered acceptable with the product performing within anticipated rates. Based on all available information, the loose connection behind the main power cable caused the system shut down. The investigation is complete.

Manufacturer narrative:
UDI related data quality updates only. The UDI is being corrected due to incorrect UDI was provided.